Event description:
A report was received that the pt has fallen 3 times, non device related, and has damaged the ipg. The physician decided to replace the pt's ipg as it wasn't working. The pt is receiving stimulation and is doing well following the procedure.